Manufacturer narrative:
The device sample was not received by the MFR at the time of this report. A f/u report will be sent when completion of investigation.

Event description:
The event is reported as: complaint alleges that when the water reservoir was spiked by the column, a brownish/rust color fluid ran from the column into the water reservoir. The wick was discovered to be burnt on the inside. Alleged incident occurred during pt use. No pt injury reported.